Event description:
It was reported that the asymptomatic patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead exhibited high capture threshold and increased pacing impedance. The rv lead was explanted and replaced. Patient condition was stable.